Event description:
It was reported that there were concerns of premature battery depletion (pbd) of this pacemaker. Boston scientific technical services (ts) recommended the device be explanted and replaced. Device remains in-service. No additional adverse patient effects were reported.